Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24488.

Manufacturer narrative:
Results - visual inspection did not show any anomalies, both extensions appeared to be clean and clear. Both extension failed conductivity testing due to multiple open channels. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.